Event description:
During a shoulder repair, labral repair, the tip of the drill bit broke off in the pt's shoulder (bone). It could not be retrieved because it was "too deep in the bone". The surgeon felt it might do more harm to remove it than not remove it. No other info available from user facility. As of 1/2005, the product has not been received. There is no report of injury to the pt as of this date.